Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: evidence of what could have caused an occlusion was found; therefore, the cause was confirmed, and the collection of blood in the lumen appeared to be associated with use of the device. One 4fr s/l groshong PICC was returned for investigation. The catheter exhibited evidence of use. The stylet had been removed, the two-piece connector was attached and secured to the catheter, and what appeared to be blood residue was observed in the catheter. The catheter lumen may have become occluded with blood and/or infusate during use, which may have prevented infusion and aspiration. A functional test revealed that infusion was sluggish. After the observed blood residue was expelled from the lumen, no resistance was observed during infusion. No leaks were observed in the returned catheter. Catheter occlusion is listed as a possible complication in the IFU. The IFU states, ¿catheters that present resistance to flushing and aspiration may be partially or completely occluded. Do not flush against resistance. If the lumen will neither flush nor aspirate and it has been determined that the catheter is occluded with blood, a declotting procedure per institution protocol may be appropriate.¿ a lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that catheter occlusion occurred due to blood reflux. No other information was provided. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. Device not yet returned for evaluation.

Event description:
It was reported that catheter occlusion occurred due to blood reflux. No other information was provided. No patient injury reported.